Event description:
Pt want in for surgery in 2001 due to colon cancer. Following surgery pt developed worsening renal function requiring hemodialysis treatment beginning 4 weeks later. On this date pt was exposed to a recalled althane a-18 dialyzer. Subsequent to the dialysis treatment pt developed acute pulmonary distress with severe shortness of breath demonstrated by stuporous and labored breathing. This was the first documented occurrence of severe respiratory distress following hospitalization. They underwent additional hemodialysis with a recalled althane a-18 dialyzer in september 2001. An autopsy revealed multiple pulmonary emboli.